Manufacturer narrative:
The service rep examined resolution in normal, mag1 and mag2 modes using normal and high level fluoro shots with no load and a 1/8' thick lead plate load. Verified lp/mm is = or > specs in all modes. Verified ability of system to produce a heavy shot via a film shot at 100kva/200mas to produce a heavy shot via a film shot at 100kva/200mas and 100kva/300mas. No issues found.

Event description:
The customer reported poor image quality. No pt injury was reported.